Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It was further reported removal was done by forcefully pulling out the catheter with the inflated balloon. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. (B)(4).

Event description:
It was reported anuria was noted three hrs after the foley catheterization. The medical staff tried to remove the foley catheter, but failed to deflate the balloon.